Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an 11cm abdominal aortic aneurysm. Vessel morphology at implant was not reported. During a follow up scan, it was reported that a CT scan identified approximately 9cm of migration resulting in a proximal type I endoleak. Per the physician, the cause of migration was the stent graft lost fixation due to disease migration. An intervention was performed resolving the event. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).